Event description:
It was reported that an incomplete cartridge change alert occurred. The customer acknowledged that they had initiated the cartridge change but had not completed the load process. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer on the alert and ensuring to complete the cartridge change sequence.